Event description:
Product surveillance was contacted by a patient on (B)(6) 2011. The patient stated the following: there were three bags (dates unknown) where the frangibles were restricting the flow on the (B)(4) solution bags. The samples were discarded and lot numbers unknown. The patient also mentioned trying to fix the first event by just changing out the cassette and using the same bags. Baxter advised the patient if supplies need to be changed the entire setup should be changed as it is a sterility issue to just change part of a setup. Therapy had been going fine since the incident. The patient was involved, but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.